Event description:
The customer tested her blood glucose using her contour meter and received a reading of 180 mg/dl. Her glucose was retested using another meter and that reading was 68 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.